Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy. The patient stated she was wet all the time. She went through 2 big packages of pads a week, 32-39 pads a week and she could not live like that. She indicated that she woke up in the morning and that was when it happened. She stated she could fill a bucket and had to get up every 15 minute to half an hour. It was not controlling her bladder and she did not remember ever peeing so much. She had to carry a kit with her all the time; pad and underwear and she had to clean herself. About 3-4 weeks ago she went to the healthcare professional (hcp) office and someone who work there spent 2 hours with her changing the settings. The person from the hcp office told her they could change settings if it did not work. They did, but the symptoms were still not under control. The patient further indicated that she increased from 2.5 to 3.0 volts and the day before the call, the stimulation hurt all day. She finally turned it down last night. It was discussed that the patient should not go higher than she can tolerate. She stated that she turned up the stimulation and it felt strong but then she felt no stimulation. On the call the patient used her patient programmer and it showed that the ins was on and she was on p 2 at 3.0 volts. The patient increased to 3.3 v on the call and stated she felt stimulation and it was not hurting her. The patient noted that she would stay on 3.3 volts and would monitor the symptoms. Additional information from the patient reported they had no improvement and got a botox injection on tuesday. They stated they had an unusual bad bladder and they were wet all of the time. They stated they had problems with their back and could not walk straight. They had been to the healthcare provider (hcp) many times and they just give them a pill and a shot. They told the patient they would have to wait 10 days to two weeks to know if the botox was really working. It was noted that a week after implant the patient had a knee replacement surgery and it was noted it could be related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.